Manufacturer narrative:
Manufacturer's investigation conclusion: incidental findings: wire fatigue, atypical power cable disconnect and low voltage alarms. The reported event of damage and oxidation (fluid ingress) on the white connector was confirmed by visual inspection. The system controller (serial number: (B)(4)) was returned for analysis and a log file was downloaded for review with events spanning approximately 5 days ((B)(6) 2020 ¿ (B)(6) 2020, (B)(6) 2000 per time stamp). Events occurring on (B)(6) 2000 took place during lab testing at abbott and the date is indicative of the clock not being set. The driveline was disconnected for a system controller exchange on (B)(6) 2020 at10:00:42. Pump operation was not affected. The black and white power cables both failed cable/connector continuity checks during functional testing because electrical continuity measurements were found to be outside of acceptable limits. Throughout the log file, atypical drops in bus voltage were captured on both power leads while connected to either battery power or the mobile power unit (mpu) which indicates both cable wire fatigue. The system controller underwent preliminary testing during which it passed self-test and supported pump function over an extended period. The reported event of damage and oxidation did not affect pump function. After removing the power cable outer coverings, fluid ingress was found throughout both cables. The root cause for the reported damage and fluid ingress was unable to be conclusively determined through this analysis. The device history records were reviewed and the system controller (serial #: (B)(4)) was found to pass all manufacturing and qa specifications. The heartmate iii instructions for use section 2 ¿system operations¿ states ¿keep the system controller power cables dry and away from water or liquid. If the system controller power cables come into contact with water or liquid, the system may fail to operate properly or cause a serious electrical shock. Do not allow patients to swim or take tub baths while implanted with the left ventricular assist device. Patient immersion in water may cause the device to stop. If external system components have contact with water or moisture, the pump may stop. If a heartmate iii patient is approved for showering, he or she must always use the shower bag during every shower. The shower bag protects external system components from water or moisture.¿ the heartmate iii patient handbook section 1 ¿introduction¿ notes ¿the heartmate iii system components must be kept dry. Never expose the system controller, batteries, or mobile power unit to water. If these system components get wet, your pump may stop. Never take tub baths or go swimming while implanted with the pump. The heartmate iii shower bag must be used while showering to keep the system controller and batteries dry.¿ the heartmate iii instructions for use section 6 ¿patient care and management¿ states ¿it is extremely important that the system controller power cables be protected from kinks, sharp bends, and repeated bending. This is especially applicable if the patient is active. Damage to the power cables, depending on the degree, may impair pump function.¿. The heartmate iii patient handbook section 5 ¿alarms and troubleshooting¿ states ¿check the driveline, system controller power cables, and mobile power unit patient cable for twisting, kinking, or bending, which could cause damage to the wires inside, even if external damage is not visible. Damage to the driveline or cables could cause the left ventricular assist device to stop. If the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten.¿ the heartmate iii instructions for use section 7 ¿alarms and troubleshooting¿ and the heartmate iii patient handbook section 5 ¿alarms and troubleshooting¿ address how to interpret and troubleshoot alarms, such as the power cable disconnect and low battery power alarms. In the emergency contact list, the heartmate iii patient handbook notes to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment.¿ no further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that during a routine visit, the vad coordinator exchanged the system controller due to damage and oxidation on the white connector. There was no reported alarm during the event.